Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a motor error alarm, external ram error alarm and unexpected restart alarm. The customer also reported that there was a crack on the bottom of the reservoir compartment of the insulin pump. The customer's blood glucose was 207 mg/dl at the time of call. The customer stated that they were able to rewind. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer declined to troubleshoot for the external ram error alarm, unexpected restart alarm and for the damage on the insulin pump as well. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.